Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
Customer reported receiving imprecise readings on her precision xtra/optium blood glucose meter. The customer reported obtaining the readings of 19 mg/dl and 327 mg/dl. When plotting the readings against the average on a parkes error grid, one of the results fell in the "c" zone showing the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. Note: meter is designed to report readings of 20 to 500 mg/dl. A reading of 19 mg/dl would display as "lo".